Event description:
The pt experienced lack of effect and needed a pump refill. The physician did a contrast dye and (B) (4) study; the CT scan revealed that the medication was pooling and not being delivered into the intrathecal space like it should have. The pt had a lot of scar tissue. The physician had thought that the pt was on a high dose of baclofen at 3000mcg/day. The pt underwent a catheter revision on (B) (6) 2010. The decision was made to move the catheter up to a higher level in the spine in order to be able to place it intrathecally due to difficulties with the pt's anatomy. It was stated that the pt was doing "better" and was less contracted after the revision procedure. The pt was still in the hospital for recovery as of (B) (6) 2010. The medications being delivered via the device system were compounded baclofen and morphine.

Manufacturer narrative:
(B) (4).